Event description:
The clinician reports the implant was inserted (B)(6) 2011 in fdi 16. Details of surgery: sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/ quantity. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.